Manufacturer narrative:
As reported, post implant of galaflex patient had discomfort and underwent reoperation with mesh explant. Based on the information provided, no conclusions can be made as to what if any extent the device caused or contributed to the patients post operative course. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in sep, 2019. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, on (B)(6) 2021 patient underwent bilateral implant removal, mastopexy with upper pedicle and support in lower poles of breasts with a piece of galaflex mesh cut into two. It was reported that patient had discomfort in the submammary fold of both breasts and underwent reoperation on (B)(6) 2023 with mesh explanted on both sides. Surgeon reports that the currently patient is doing well and the histological report of the removed mesh remains is pending.

Manufacturer narrative:
As reported, post implant of galaflex patient had discomfort and underwent reoperation with mesh explant. Based on the information provided, no conclusions can be made as to what if any extent the device caused or contributed to the patients post operative course. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september 2019. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the additional information provided, to correct the age at the time of event and facility name. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Review of images provided does not identify anything that appears to be remnants of galaflex p4hb material. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
As reported, on (B)(6) 2021, patient underwent bilateral implant removal, mastopexy with upper pedicle and support in lower poles of breasts with a piece of galaflex mesh cut into two. It was reported that patient had discomfort in the submammary fold of both breasts and underwent reoperation on (B)(6) 2023 with mesh explanted on both sides. Surgeon reports that the currently patient is doing well and the histological report of the removed mesh remains is pending. Addendum per pathology report: necrosis and fibrosis in the breast parenchyma and explanted mesh were noted.